Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-12-04. Investigation summary: bd received 6 samples from the customer for investigation. All samples were evaluated by visual examination and the indicated failure mode for low/ no draw, fm embedded in the tube, fm in gel and fm in the tube with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd is reviewing specific areas in the manufacturing process relating to the underfill issue.

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes experienced under-fill or low draw of a tube with blood and foreign matter in tube biological and non-biological. This underfill event occurred 4 times. This foreign matter event occurred 4 times. The following information was provided by the initial reporter: translated to english. The customer stated "when using the tube,it found that there was foreign matter in the tube and has low draw issue."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0029294, medical device expiration date: 2021-01-31, device manufacture date: (B)(6) 2020. Medical device lot #: 0051817, medical device expiration date: 2021-02-28, device manufacture date: (B)(6) 2020. Medical device lot #: 0017566, medical device expiration date: 2021-01-31, device manufacture date: (B)(6) 2020. Medical device lot #: 0140158, medical device expiration date: 2021-05-31, device manufacture date: (B)(6) 2020. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes experienced under-fill or low draw of a tube with blood and foreign matter in tube biological and non-biological. This underfill event occurred 4 times. This foreign matter event occurred 4 times. The following information was provided by the initial reporter: translated to english. The customer stated "when using the tube,it found that there was foreign matter in the tube and has low draw issue."